Manufacturer narrative:
"Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0267172. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. "

Event description:
It was reported that 5 pegasus yel 24gax0.75in prn-qsytey nopvc experienced leakage at the catheter and hub junction during use. The following was reported by the initial reporter: "there was blood leakage at the catheter junction, the problem happened in the department of thoracic surgery."